Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced ongoing blood glucose levels in the 342-343 mg/dl range. Customer alleged that the pump did not deliver insulin. Customer changed the cartridge and administered insulin via an insulin pen to address bg levels. Recommendation was made to discuss diabetes management with a health care professional. Reportedly, the customer reverted to an alternate pump for insulin therapy.